Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 22mm-24mm in length, eccentric, de novo target lesion was located in the non-tortuous, non-calcified and 3.5mm in diameter right coronary artery. A 24x3.50mm promus premier drug eluting stent was advanced to treat the target lesion. Resistance was encountered upon advancing the device and after successfully implanting the stent to the target lesion, it was noted that the tip of the stent seemed to be foreshortened. Another of the same device was then implanted to correct the foreshortening and the procedure was completed. No patient complications were reported and the patient's status was stable.